Event description:
It was reported that the pt never had therapeutic effect. The pt was going to have surgery on (B)(6)2010 to fix the problem with the system. The pt continued to have problems with the system.

Manufacturer narrative:
(B)(4)